Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a non-tortuous and non-calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient injuries reported and the patient condition was good.